Manufacturer narrative:
(B)(4). Evaluation, results: other (the root cause of this event is undetermined due to limited information received).

Event description:
An endeavor sprint rapid exchange (rx) coronary stent delivery systems length 30mm, diameter 2.5mm was used to treat a lesion in a patient. It is reported that on inflation of the balloon it was noticed that there was a pinhole in the balloon and it was difficult to deflate the balloon. The stent delivery system was not returned to medtronic for evaluation. Another endeavor sprint (rx) device was used and it was reported that there was a pinhole in the balloon (reference MFR report 2953200-2010-00847).